Manufacturer narrative:
Correction information provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after surgery, they noticed that lens were cracked. There was a cloudiness that looked like a crack. The patient had the lens inserted, and it was then that it was discovered. She had seen this once before. Both times, those of us who inserted the lens didn¿t see any faults with it before the operation, it was seen it after it had been inserted. It was chosen not to remove the lens again. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).